Event description:
The peritoneal dialysis (pd) pt's husband reported that the pt was hospitalized due to high blood sugar levels. The pdrn confirmed that the pt was not connected to the cycler at the time of the event. The pt was continued pd treatment without further issues.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specs. The pt's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted.